Event description:
It was reported that during a pretest, there was a hole found on the balloon of foley catheter and water leaked from there.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with cut portion of inlet tubing. A potential root cause for this failure mode could be ¿lumen compromised by a puncture or cut". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, there was a hole found on the balloon of foley catheter and water leaked from there.